Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a male patient who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the patient began using poligrip. At an unk time after starting poligrip the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up information was received on (B)(6) 2010. On (B)(6) 2007, the patient complained of back pain, possibly radiating into the left hip and calf and numbness of the feet. The patient was diagnosed with low back pain (lbp) and radiculopathy of the left leg. On (B)(6) 2008, the patient complained of occasional numbness of the hands and feet. The patient was diagnosed with dysesthesia of the hands and feet. A magnetic resonance imaging (MRI) scan and computed tomography (CT) scan were suggested to rule out a cerebrovascular accident (cva). On (B)(6) 2009, the patient discussed the use of fixodent and possible side effects. The patient spoke with a fixodent representative who advised him to have his copper and zinc levels checked. The patient's copper level was 30 (normal 70 to 155 mcg/dl) and zinc level was 168 (normal 60 to 130 mcg/dl). On (B)(6) 2009, the patient was informed of his copper and zinc levels and was advised to take a multivitamin with minerals containing copper daily. Follow-up was received via medical records on (B)(6) 2010, which upgraded the case to serious. On (B)(6) 2008, the patient reported experiencing numbness in feet to above knees and involving hands of five months duration. The patient was assessed as having neuropathy and referred for b12 and tsh assays. On (B)(6) 2008, the patient continued to complain of numbness and reported that his legs and feet were very sensitive. The patient was prescribed gabapentin (neurontin) at 200 mg twice daily. On (B)(6) 2008, the patient was still complaining of numbness above knees. Medical records dated (B)(6) 2009 indicated the patient's neuropathy had barely improved despite treatment with gabapentin. On (B)(6) 2009, the patient's zinc level was high at 168 mcg/dl (normal 60-130) and copper level was low at 30 mcg/dl (normal 70-155).

Manufacturer narrative:
Poligrip is manufactured in (B)(4). Neither product or lot is available. (B)(4).